Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device produced spark. Circumcision was required in order to address the issue.

Manufacturer narrative:
New information received and sections corrected with new information. An evaluation of the returned generator found conditions that may have contributed to the reported issue. The returned sample did not meet specification as received. The investigation identified the root cause of the reported event to be the psrf board. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device produced a spark during a circumcision procedure. Surgical intervention was needed in order to prevent a permanent impairment of a function.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.